Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Although a possible temporal association exists between fresenius products and the patient's peritonitis event with subsequent hospitalization; there is no documentation to indicate a causal relationship. The etiology of the peritonitis can not be determined from the available information. There are no reported allegations against any fresenius products and this adverse event. Should additional information become available a follow up MDR will be submitted.

Event description:
A peritoneal dialysis patient's contact reported that the patient was in the hospital for peritonitis. The patient's physician had changed the prescription and the contact requested assistance in entering the change. During follow up with the patient's clinic the nurse refused to provide any additional information per the clinic's policies. The date of admission, etiology, and medical course are unknown.